Event description:
The device reportedly displayed ECG artifact in leads ii and avf while attempting to pace a patient. Lead iii did display an ECG trace. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.